Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119656.

Event description:
It was reported that the patient's right ventricular lead was capped due to an unspecified performance issue. There were no patient consequences.